Event description:
An aneurx abdominal iliac stent graft was implanted for the endovascular treatment of a 6.5 cm abdominal aortic aneurysm approximately 76 months ago. Vessel morphology at the time of implant was not reported. It was reported that at some time post-implantation, films showed that an inflammatory ring was present around the aneurysm sac. The aneurysm was also noted to have reduced in size from 6.5 cm to 5 cm at some time post-implant. A biopsy was taken of the abdominal aorta above the device, the iliac arteries below the device, and the aneurysm sac area. The aneurysm sac was found to contain malignant cells; however, the aorta and iliac arteries were found to contain no malignant cells. The source of the cancer/malignant cells is unknown. The physician elected to explant the graft and surgically-convert the patient. The explanted graft has been discarded by the user facility. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation results and conclusions: unk source of the cancer/malignant cells; lot number is unk.